Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a health care provider (hcp) suspected that this device's battery may be depleting faster than it should. No adverse patient effects were reported. The device remains in service.